Manufacturer narrative:
Results of investigation: the vela main pcba assembly was installed on a known good unit and tested. The reported problem of "xdcr fault," "vent inop" and "motor fault" were duplicated. This is considered a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported the vela ventilator generated a "xdcr fault" (transducer error), "vent inoperable," "motor fault," "high rate," "low pip" and "low ve" alarms. The customer reported no patient involvement associated with the event.